Event description:
(B)(6) contacted winco mfg on (B)(6) 2011 to report an incident involving a 6550 drop arm care cliner. The facility reported that a care giver was transporting a pt to a room when the care giver wrenched their back trying to turn the chair to enter a room.